Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Last night customer changed the set and insulin brought blood glucose down to 501 mg/dl. The device will not be returned for analysis.